Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted that the length of the trocar needle was longer than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted that the length of the trocar needle was longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The first and second photo and shows a partial view of the drainage catheter in which the trocar needle was protruded from catheter tip. The third photo shows partial view of clinician holding the catheter in which the trocar needle was protruded from catheter tip. Although the needle was protruded from the catheter in the provided photo, it is not sufficient to determine if the product meets the specification or not from the photo. The investigation is inconclusive for reported trocar needle length issue for all the three devices as the provided photo was not sufficient to confirm the reported issue and the issue cannot be verified without physical sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.